Manufacturer narrative:
Tests: self-test and visual inspection. Self-test passed. A visual inspection was performed and passed. The customer complaint wasn't confirmed that the device had an issue with distal occlusion or the function of the pump. The probable cause wasn't found, no issues. The device passed performance verification testing (pvt) testing and found no issues.

Event description:
It was reported that a plum 360 was involved in a patient adverse event. It was stated in the report, "two pumps that were used during a patient coding. The staff sent me ¿the fluids were running wide open and the error continued so the nurse swapped out the pump to a different one and the same error occurred when attempting to run wide open. It did not occur when levo was running a consistent rate.¿ it also stated that they were unable to figure out which pump was first or second. The other pump is unable to see the logs after on (B)(6) 2024 on the pump itself and also on mednet. The patient passed away, but they are unable to tell if these pumps are a direct cause of that. The second serial number is (B)(6). Additional information obtained stated the following: "the code record is still not scanned in. What I can gather from the provider notes and nursing notes is that our monitor tech called the nurse to tell him that the patient was showing asystole on the monitor. The nurse went to the room and found the patient on the floor outside the bathroom; the patient was pulseless and not breathing. CPR was started and a code blue was called. The patient was intubated by our intensivist. The patient was given 8 rounds of epinephrine IV. He did at one point appear to have a wide complex cardiac rhythm on the monitor with a rate of about 30 but had a barely palpable pulse and no blood pressure. Atropine was given IV but did not have an effect on the rhythm. The patient once again went pulseless, and CPR was continued. The same wide complex rhythm did recur briefly with a pulse, but the pulse was then lost again. CPR was stopped after 31 minutes, and the patient was pronounced dead. Having IV fluids run at 999cc/hr. On the IV pump helps to deliver life-saving medications such as epinephrine and atropine. CPR helps to circulate the medications so they can have an effect on the heart. It really is critical to have the pumps functioning appropriately during the code blue event in order to deliver the medication. I'm still trying to figure out if we took the IV fluids off the pump and tried to just run them via gravity." The second serial number is (B)(6). No autopsy was done as the coroner declined an autopsy. No additional information is available at this time.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.